Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set came apart while they were sleeping. There was stress or pull on the tubing. The customer also reported that they had a low blood glucose of 52 mg/dl. They treated with food and glucose tablets. They declined troubleshooting for the low blood glucose. The insulin pump will not be returned for analysis.